Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high," however, a specific value was not provided. A manual injection of insulin was administered to treat bg level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.